Manufacturer narrative:
.

Event description:
It was reported that the physician's vns programming handheld is unable to hold a charge and shuts off shortly after being unplugged from the wall. No additional relevant information has been obtained to date.

Event description:
The suspect vns programming handheld computer and software were received for analysis. Analysis of the handheld showed that it performed according to functional specifications in the analysis lab with no known anomalies. At the conclusion of testing, the remaining battery charge level was 42% of full capacity, indicating normal battery depletion. Analysis of the returned software revealed no anomalies. The software performed according to functional specifications. No additional relevant information has been obtained to date.